Event description:
Additional information received from the patient reported they saw a manufacturer's representative (rep) on (B)(6) and were told there was a malfunction in their unit as a result of their fall. The patient was scheduled to have the complete system replaced on (B)(6) 2016. See manufacturing report #6000032-2016-00001.

Manufacturer narrative:
Concomitant medical products: product ID 7427, serial# (B)(4), implanted: (B)(6) 2004, product type: implantable neurostimulator. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID 3550-09, serial# (B)(4), implanted: (B)(6) 2000, product type: accessory. (B)(4).

Event description:
The patient reported that they fell on (B)(6) 2015 and thought the lead wire might have moved because he was feeling stimulation on both legs when he should have been feeling stimulation only on the left leg. The patient asked if a manufacturing representative (rep) could check the device. The patient's relevant medical history includes complex regional pain syndrome (crps) type I. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient fell in a parking lot in (B)(6) 2015. A month later, the system was checked and found that the lead was fractured. It was replaced in (B)(6) 2016.